Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump became unresponsive and stopped all insulin delivery. The customer's blood glucose level was impacted (approximately 300mg/dl). The customer addressed the high bg level with an insulin pen. Customer technical support will send a replacement pump. It was indicated that the customer would use insulin pens as alternate insulin therapy.